Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were connection issues during setup of an unknown access set in which the lock portion of the set was defective. It was further reported the spin lock would not spin to lock on. There was no patient involvement. No additional information is available.